Event description:
Customer states that on (B)(4) 2014 the joystick was stuck underneath the table and her mothers left arm was stuck as well. Customer states the chair continued to move forward squeezing her mothers arm. Customer states her mother sustained nerve damage to her left arm. Customer states there was no medical intervention sought.

Manufacturer narrative:
.